Event description:
A nurse contacted baxter technical services regarding an unrelated issue. During the conversation, the nurse reported that the patient just got out of the hospital for peritonitis. The nurse reported that the patient had peritonitis three times. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the 3 reported peritonitis episodes. The nurse confirmed there were 3 episodes of peritonitis involving 3 different organisms. On an unknown date in (B)(6) 2012, the patient experienced peritonitis. There were multiple contributing factors, including thick dust in the home and room where the patient performs therapy, as well as poor technique. The patient was admitted to the hospital for the event. Treatment during hospitalization was unknown, however the patient was discharged from the hospital on doxycycline (dosage, frequency and route were not reported). Pd therapy was ongoing, however, the outcome of this peritonitis episode was not reported. It was reported that the nurse visited the patient's home and retraining was performed. The nurse stated that the peritonitis was unrelated to baxter pd solutions or disposables.

Manufacturer narrative:
(B)(4). The two previous episodes of peritonitis are addressed in separate emdr's. A sample is not required for use error as there is no allegation against the device. Since the lot number is unknown, a batch review was not performed. This reported condition was confirmed, as it was reported that there was a break in aseptic technique. The break in aseptic technique was described as a use error and dust in room where the therapy was performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.